Event description:
It was reported that the right ventricular (rv) lead dislodged and moved up to the atrium causing inaccurate sensing which lead to an in appropriate shock. The lead was repositioned and remains in use. It was noted that the patient is a participant in the attain performa study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtbx1qq implantable cardioverter defibrillator (ICD) (B)(6) 2013 4298 implantable pacing lead (B)(6) 2013 4076 implantable pacing lead (B)(6) 2013. (B)(4).